Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during an atrial fibrillation ablation. The versacross rf wire was removed after transeptal puncture and it was noted that the coated had been scrapped off the versacross rf wire but remained connected, no coating was missing. No patient complications were noted. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). The physician did not feel like the wire was getting caught while retracting, requiring them to pull with excessive force. The patient did not have any mechanical hardware (leads, etc) in their ra that the wire got caught in. The insulation peeling back at the distal end just proximal, but it was intact. No other accessory device was used with the versacross wire, aside from the versacross dilator. No other damage was noted.

Event description:
It was reported that a versacross connect access solution was selected for use during an atrial fibrillation ablation. The versacross rf wire was removed after transeptal puncture and it was noted that the coated had been scrapped off the versacross rf wire but remained connected, no coating was missing. No patient complications were noted. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). The physician did not feel like the wire was getting caught while retracting, requiring them to pull with excessive force. The patient did not have any mechanical hardware (leads, etc) in their ra that the wire got caught in. The insulation peeling back at the distal end just proximal, but it was intact. No other accessory device was used with the versacross wire, aside from the versacross dilator. No other damage was noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, due to the media provided, the reported allegation is confirmed. Thus this supplemental MDR is being filed with investigation result (MDR aware date is 11feb2024).